Manufacturer narrative:
The complaint device was not returned to boston scientific, so product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. The primary reported observation is addressed in product labeling (i.e. Instructions for use).

Event description:
It was reported that the patient underwent a replacement procedure for the right ventricular (rv) lead due to noise and oversensing, possibly caused by an insulation issue. The noise was reproducible in the clinic. Also, the impedance had recently dropped to approximately 300 ohms. The rv lead was surgically abandoned, and a new rv lead was implanted. The device remained implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient underwent a replacement procedure for the right ventricular (rv) lead due to noise and oversensing, possibly caused by an insulation issue. The noise was reproducible in the clinic. Also, the impedance had recently dropped to approximately 300 ohms. The rv lead was surgically abandoned, and a new rv lead was implanted. The device remained implanted. No additional adverse patient effects were reported.